Manufacturer narrative:
Correction: updated d4 with the correct lot number on the initial MDR report. Correction: updated h4 with the correct manufacturing date on the initial MDR report.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the subject device had the ptfe pad peeled off the device during output while inside the body. However, the ptfe pad did not fall off the device. The issue occurred during a laparoscopic pyloric gastrectomy procedure. The intended procedure was completed with another similar device with no delay. There were no reports of patient harm/injury.

Manufacturer narrative:
E1: full facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection. Based on the investigation results, the most likely mechanism contributing/causing the tissue pad to peel might be due to the following: 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. However, the root cause cannot be determined/identified. The instructions for use (IFU) states: ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.